Event description:
Customer reports, "pt bleeding 950 cc of blood in autotransfusion system. Bp sys (says) 89 md called. Attempted to hand auto transfuser IV site pt and blood would not infuse, connections checked autotransfuser disconnected adn discarded 95 cc of pts blood. Blood bank called and products efp, prbc's cryo hung on pt. Hypovolemia treatment in progress."